Manufacturer narrative:
Product event summary: analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising and was beyond the expected upper range. Between (B)(6) 2016, rv pacing impedance rose from 457 ohms to 2810 ohms. Rv pacing impedance is out of range high. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. On (B)(6) 2015, rv capture threshold has risen to 2.25 volts and is consistently above 2.5 volts. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that over the past year the right ventricular (rv) lead thresholds and impedance had risen dramatically and now were high. A lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.